Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown_36 -2.5 ceramic head; unk_shc;unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to an infection acquired through hot tub use. The patient's 36f poly liner and 36 -2.5 ceramic head were revised. Rep confirmed that no further information will be released.